Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with a pacemaker mentioned that the device was not helping. There was no resolution reached as of the moment as there was no additional information received. The device remains in service. No adverse patient effects reported.